Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2018-07582. All relevant/additional information will be submitted under 1416980-2018-07582.

Manufacturer narrative:
The patient was born on an unspecified date in 2006. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be due to poor environment or source of water. It was reported that the patient was hospitalized on the same day as the onset. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis which were discontinued 21 days after event onset. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.